Event description:
Tried to enter airport to pick up my minor child. I was refused entry without a mask even though I have a mental health exemption. I was thrown into a panic attack, rage, and my anxiety and depression went into hyperdrive. I put the mask on and severe anxiety and fear took over. I struggled to breathe and my mental acuity was limited. After the event suicidal ideations required me to seek profession help. FDA safety report ID# (B)(4).